Event description:
It was reported that the procedure was to treat a mildly calcified de novo lesion with 85% stenosis in the proximal internal carotid artery. An acculink ii rx self-expanding stent system (sess) was advanced to the target lesion, the locking mechanism was unlocked, but resistance was noted while attempting to pullback the handle. The stent completely failed to deploy. The sess was re-locked and the simply withdrawn from the patient anatomy without any issue. A new acculink sess was used to finish the procedure successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. Return device analysis revealed that the first ring of the stent implant at the distal end was partially exposed over the tip. The proximal end of the inner member separated from the guide wire exit notch and the outer member was still intact. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The failure to deploy was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.